Event description:
It is reported by the patient to the surgeon that while walking the implant broke. No further information available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the trochanteric gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the DHR revealed no discrepancies in material or manufacturing. Discussion of the damages observed on primary product: nail: damage and evidence of the breakage surfaces, course of the breakage line as well as the absence of plastic deformation (along the breakage line) suggest that the implant fractured in a fatigue manner due to overload. Evident lines of rest found on both fragments indicate a fatigue fracture of the nail running from lateral to medial. Appearance of the breakage surfaces, as well as the course of the breakage line, worn areas and material displacement in outside direction suggests that most likely the fatigue fracture started in the right web and with a certain delay in the left web as well. Bent outward material suggests the residual (forced fracture) being located at the medial tip of the left web. Evident material abrasion and deformation (friction marks in the screw hole) were identified as cold sets (fretting corrosion), which were caused by high load bearing with the lag screw during the period of implantation. The lateral edge of the right web of the proximal drill hole had become significantly damaged due to contact with the lag screw stepdrill. Such ¿ not intended ¿ material damages can cause additional notch effects. Distal drill holes: damage observed was caused during screw insertion/removal and worn areas indicate high/permanent load being applied to the nail. Lag screw: the damage of the shaft was identified as cold sets, which were caused due to high respectively permanent load bearing. The mark in the flute indicates that the set screw has been inserted as intended to ensure locking of the lag screw against rotation and migration. Final conclusion:, due to the presented data, the breakage of the gamma-nail was caused by an early overloading by patient in an unknown fracture constellation (x-rays or patient data was not provided). An intraoperative damage of the gamma nail caused by a deviated step drill resulting in significant weakening of the gamma nail in the area of the lag screw thru hole.¿

Event description:
It is reported by the patient to the surgeon that while walking the implant broke. No further information available.